Event description:
Open reduction internal fixation completed in 2000, revision in 2001 when plate pulled off femur. Return to hosp 4 months later when 2nd plate broke. Md notes obvious non-union noted at site of plate break. Plate and screws removed.